Event description:
It was reported that the patient experienced a low blood glucose of 40 mg/dl that was treated with food, juice, and candy, followed by a rebound hyperglycemia up to 300 mg/dl after the patient manually paused the ilet pump during the low and later consumed an unannounced dessert; the device otherwise functioned as designed, and the patient had difficulty syncing data due to poor wi-fi. Symptoms included hypoglycemia. Outcomes included troubleshooting and education on proper low blood glucose treatment, avoidance of manual pump pauses during lows, and the need to announce all meals including desserts to reduce fluctuations. Investigation included review of the report and user guidance on low glucose management and meal announcement. Investigation of this case revealed user-related factors, including manual pausing during a low and unannounced carbohydrate intake, which contributed to the glycemic excursions; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use error and behavioral factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.